Event description:
An open surgery on the lumbosacral spine for a posterior fusion of vertebrae l5 and s1 with decompression and cage placement, with intended placement of 4 vertebra screws bilateral for fixation (thereof 2 pedicle screws in l5 and 2 screws in s1), was performed with the aid of the display by the brainlab navigation software spine&trauma 3d 1.5. During the procedure the surgeon: with the patient in prone position, attached the navigation reference array on the spinous process of vertebra l4. Acquired an intra-operative c-arm scan of the patient's region of interest with automatic image registration of the current patient anatomy to the navigation. Verified the registration and accepted the accuracy to proceed. Starting with left l5, used the navigated pointer to determine the screw trajectory, and the navigated straight probe to open the cortical bone. Since it was difficult to advance into the bone, calibrated a non-brainlab probe with a sharp tip to navigation for instrument position display, and created the pilot hole with it. Calibrated a non-brainlab tap to navigation, and threaded the pilot hole. Placed the pedicle screw with a non-brainlab screwdriver also beforehand calibrated to navigation, following and into the threaded pilot hole. Prepared and placed the screws in left s1 right l5 with the same method using the same navigated instruments. For right s1, after the pilot hole preparation, could not avoid collisions of the navigated non-brainlab screwdriver with the navigation reference array, and decided to replace the reference to the spinous process of vertebra l3 prompting a re-registration scan to navigation. Acquired a second intra-operative c-arm scan with automatic image registration to navigation, and from this scan found that the left l5 screw deviated from its intended position angulated by ca. 10mm lateral at its target point. Removed the deviating left l5 screw, and re-placed it to its correct location with the above navigated method using the second registered intra-op c-arm scan. After all 4 vertebra screws bilateral in l5 and s1 were placed, completed the fusion surgery successfully as intended and closed the patient. According to the surgeon (treating clinician): the deviation of 1 of the 4 spine screws placed with the aid of navigation was detected by the surgeon with an intra-operative c-arm scan before finalizing the surgery, and this placement was corrected with navigation at the very same surgery. The final outcome of this surgery was successful as intended, with the placements correct at the end of the surgery. There was no direct (or increased) risk to harm a critical structure by the deviating placement. There was no harm nor negative effect to the patient due to the deviating initial placement, also not due to surgery/anesthesia prolong of ca. 1 hour. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.

Manufacturer narrative:
Outcomes attributed to adverse event, type of reportable event: a risk to the patient's health could not be excluded for these specific circumstances, since a pilot hole and pedicle screw were placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeon (treating clinician): the deviation of 1 of the 4 spine screws placed with the aid of navigation was detected by the surgeon with an intra-operative c-arm scan before finalizing the surgery, and this placement was corrected with navigation at the very same surgery. The final outcome of this surgery was successful as intended, with the placements correct at the end of the surgery. There was no direct (or increased) risk to harm a critical structure by the deviating placement. There was no harm nor negative effect to the patient due to the deviating initial placement, also not due to surgery/anesthesia prolong of ca. 1 hour. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the pilot hole and screw placement at left l5 deviating by ca. 10mm lateral at the target point, was likely a combination of the following factors: relative movements between the l5 vertebra operated on and the l4 vertebra where the reference was placed, due to the forces applied to the bone - the surgeon stated it was difficult to advance in the bone of left l5, indicating that high forces were actually necessary and applied. Multi-level navigation (i.e. Operating on a different vertebra than the one the patient reference array for navigation is fixated to or operating across multiple vertebrae without remounting the patient reference and reregistering) can result in relative movements of the vertebrae (actual anatomy) during the surgery that cannot be compensated by the navigation software which displays instrument positions on the registered pre-placement patient image scan. Apparently, the resulting deviation between the actual patient anatomy during surgery and the registered pre-placement patient image scan displayed by the navigation, was not recognized by the user with the appropriate and necessary navigation accuracy verification throughout the surgery, during preparation and placement of the screw at left l5. Skin/soft tissue forces pushing against the navigated instruments during the instrumentation in the vertebra, leading to an unintended change of the instrument locations, that were apparently not recognized by the user, despite the displayed instruments were still accurately tracked by the navigation. Thus, the use of the navigation aid did not contribute to this factor. The small open incision and the resulting opposing skin and soft-tissue forces on the navigated instruments when attempting to achieve the desired screw trajectory, likely led to the unintentional instrument shifts, and the reported instrument visibility issues might have contributed to the user not recognizing them with the necessary careful display review of navigated instruments during use. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Recall (if recall number is given) or correction/removal number (if given): brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.